Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) migrated to the breast pulling the slack out of the right ventricular (rv) lead and causing the rv lead to exhibit dislodgement and loss of capture. A revision procedure took place and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.